Event description:
Customer's mother reported that the battery cap on the insulin pump is stuck. Troubleshooting was performed and they were able to remove the battery cap. Customer's current blood glucose reading is 500 mg/dl and will be treating later. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.